Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition during a shoulder surgery. The patient's heart rate dropped below the lower rate limit of 70 paces per minute (ppm) and was approximately 30 beats per minute (bpm). Boston scientific technical services (ts) was consulted and discussed this may be due to electrocautery oversensing. Ts advised using electrocautery mode to provide asynchronous pacing. Asynchronous mode resolved the pacing inhibition. This device remains in service. No adverse patient effects were reported.